Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3: reference MFR. Report#1627487-2018-07839, reference MFR. Report#1627487-2018-07838. It was reported post-operative implant reprogramming, the patient's scs extension was detached from the ipg header confirmed by x-rays. Reportedly, diagnostic testing revealed invalid impedances on multiple contacts. As a result, an additional surgery was undertaken wherein the extension was reinserted back into the header which resolved the issue